Event description:
After the surgeon fired a device, two or three underformed staples were noted, stuck in the cartridge. A defect in the staple line was noted. The surgeon placed a suture in the tissue to correct the defect in the staple line.

Manufacturer narrative:
Upon examination in testing lab, one staple was noted to be jammed in the reload. The retention posts were noted to be undamaged. The root cause for the issue is unknown. Root cause: the root cause for the random malforms could not be determined. The root cause for the reloads not being recognized could not be determined. Actions: these issues will be monitored to further investigate the root causes and trended to determine if correction actions are warranted.